Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a defective downstream occlusion (dso) sensor and damaged/detached dso seal. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, and defective piezo.

Event description:
It was reported that the device had an occlusion. There was unknown patient involvement, and unknown signs or symptoms experienced.